Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [16 mg/ml] at a dose of 1.998 mg/day (after dose reduction). It was reported the patient went to the emergency room the day of report with signs of a significant pump pocket infection. It was believed that it might have started with some kind of skin infection that was picked at and worsened over time. The hcp was weaning the patient¿s dose and would treat the patient with antibiotics before scheduling a pump replacement. The hcp was also consulting with infectious disease specialists to treat the infection aggressively. The issue was not resolved at the time of the report. Surgical intervention was planned, but not scheduled. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included hypertension, high cholesterol, and numerous back surgeries.